Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was notified by the customer that they would be performing the repairs to the iabp themselves. The facility's biomedical engineer (biomed) indicated that the batteries were changed and a battery run test was performed with passing results. The iabp was cleared for clinical service. (B)(6).

Event description:
It was reported that during service/test performed by the customer the cs300 intra-aortic balloon pump (iabp) was not holding charge. There was no patient involvement and no adverse event was reported.